Event description:
It was reported that their urologist had issues with the 20 fr 3-way catheter ref # 0167s120, lot# ngkx1063. The defects were happened in post anesthesia care unit right after procedure. Also they need to overnight 2 boxes with a different lot #. And stated the 20 french 3-way foley catheter had some problems with various providers since late last year. Most of the problems were with the cbi port which were partially closed off that cbi would not run. Yesterday their foley would not drain or irrigate properly but the cbi port was fine, therefore it appeared that the lumen might had a flap of non latex material within its lumen that allowed fluid in but barely any fluid out from the bladder. Patient required a new foley while awake in the recovery room. Also stated that was not the first time or the only time this event occurred. They did not had the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.